Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown anomaly. The local area field representative was contacted for additional information, however at this time no further information is available. A new lead successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the distal end of the lead was extremely stretched out and the lead tip was ripped-apart, fractured and torn-off. The torn off segment was not returned. This type of damage is consistent with induced damage during the explant procedure. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown reason. The local area field representative was contacted for additional information, however at this time no further information is available. A new lead successfully placed. No additional adverse patient effects were reported.